Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported issue. A filament calibration was performed and the system batteries were checked. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system intermittently displayed a filament regulator error message. No pt injury was reported.